Manufacturer narrative:
Additional narrative: additional device product code: dzi. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent a maxillary and mandibular osteotomy. The drill bit broke when the surgeon was drilling the patient¿s lower jaw. Even after the bone was scraped, the broken tip of the drill bit was not found, and a CT image was taken, but it was still not found. The surgeon searched inside the aspirator and found the broken tip of the drill bit. No further information is available. This report is for one (1) 1.5mm dia drill bit w/6mm stop 13mm length f/90° screwdriver this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual analysis of the returned sample revealed that the drill bit ø1.5 w/stop l13/6 2flute 90° was found to be broken across the threaded tip, fragment is included in the evidence provided. A dimensional inspection for the drill bit ø1.5 w/stop l13/6 2flute 90° was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces as mentioned in the event description. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the drill bit ø1.5 w/stop l13/6 2flute 90° would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : part #: 03.505.041, lot #: f-16033, manufacturing site: werk selzach , supplier: (B)(4), release to warehouse date: 17 april 2014, expiration date:n/a. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.